Event description:
A caregiver was (B)(6) resident onto a commode. When the resident was lowered, the caregiver hung the hand control on the stand and the arm started going up on its own. The resident was stuck for a while in the air as the caregiver was unable to lower the resident. She broke her arm from being in the air (did not fall).

Manufacturer narrative:
The unit's hand control has been returned and initially evaluated. This eval determined the hand control was operational. The investigation is still in progress.